Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as diagnosis, the patient began treatment for the peritonitis with ceftazidime (1 gram given intraperitoneally (ip), frequency not reported) and vancomycin (1 gram given ip, frequency not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapies were ongoing. No additional information is available.